Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high voltage lead impedance. No programming changes were performed. The patient will continue to be monitored. The patient was in stable condition.

Event description:
New information recieved indicates that the lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. A partial lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage